Event description:
It was reported that the patient's occupation exposed her to a diathermy machine. Although the patient remained 12 feet away from the diathermy machine, the patient developed an "uncommon feeling" and a metal taste in the mouth. The patient reportedly went to the hospital and there was increasing, high ventricular thresholds. Attempts to follow-up were not successful. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found.